Event description:
Related manufacturer reference number: 2017865-2025-10425 / 2017865-2025-10423. It was reported that the patient presented to an implant procedure. During the procedure, after fixation of the leadless pacemaker it would not separate from the delivery catheter. The delivery catheter was then unable to activate long tether mode and could no longer be docked into the device. The whole system was turned, the device was un-fixated and removed. The delivery catheter was replaced, and a new one was used for a second implant attempt with the same device. After having a difficult time reaching the desired position, the physician fixated the device, and the same issue was observed. The delivery catheter would not activate long tether mode, re-dock and failed to separate from the leadless pacemaker. The whole system was ultimately removed. A pericardial effusion was observed, and the procedure was aborted. The patient was implanted with a transvenous pacemaker a day later. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
New information received indicated that the after an echocardiogram was performed, the pericardial effusion was successfully drained.

Manufacturer narrative:
Reported event of failure to separate was not confirmed. Visual inspection noted the helix length was out of specifications consistent with procedural damage. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.